Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the controls recovered erratically for the ion selective electrode (ise) tests on the cobas 8000 ise module (double) analyzer from (B)(6) 2016. The customer stated that they had to repeat patient samples since controls were out of range. The customer provided data for a total of 18 patient samples that had questionable test results on (B)(6) 2016. Of these 18 samples, fourteen had erroneous results that were reported outside of the laboratory for ise indirect na for gen.2 (sodium). Refer to the attachment for all patient data. Initial patient results were accompanied by data flags. All initial results were reported outside of the laboratory. The repeat results were believed to be correct and amended reports were issued. The patients were not adversely affected. The sodium electrode lot number and expiration date was asked for, but not provided. The field service engineer determined that the sipper probe was dirty. He cleaned the sipper probe and flushed it with activator. The customer ran calibrations and controls; control results recovered within range and calibration slope increased. The customer ran comparisons with the other ise unit and other analyzers using a random sample; results matched with no errors.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The most likely root cause would be related to an issue with the customer handling of calibration.